Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump stopped working. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump would wind down but not wind back up once the filled reservoir was placed in the chamber. The insulin pump will not be returned for analysis.